Event description:
In (B) (6), a pt implanted with an scs system, went through security/metal detectors at a hockey game and later used a metal detector application to see if it could locate the ipg. On (B) (6) 2010, the pt began having problems recharging the ipg. The following day, the pt lost stimulation and the ipg was unable to communicate with the programmer and charger. Rep met with pt and tried multiple programmers and chargers with the same result. Per the directions for use, pts are warned that metal screening devices can interfere with the device and affect stimulation. Pts are cautioned to avoid these devices whenever possible. An x-ray showed the ipg had not flipped and was not upside down.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.